Manufacturer narrative:
A philips remote service engineer (rse) in communication with the customer clinical engineer determined that the screen failed and required replacement. Nemo (non engineering material only) service was agreed upon for the replacement of the front panel. The replacement part was sent to the customer to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the front panel. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the screen turns on and then freezes. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.